Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the tubing is coming loose from the end of the leakage + risk of disconnection.